Event description:
Information was received from a health care provider (hcp) and a manufacturing representative regarding a patient receiving intrathecal clonidine 200 mcg/ml at 75.695 mcg/day, bupivacaine 4 mg/ml at 1.5139 mg/day, and morphine 1.3 mg/ml at 0.492 mg/day. The indications for use were non-malignant pain and complex regional pain syndrome type I. The patient felt sweaty and ¿not well.¿ the patient presented to the emergency room (ER) in withdrawal. The onset was sudden. The pump was alarming (three beeps every hour). A motor stall was seen at initial interrogation. The logs showed a motor stall on (B)(6) 2016 at 7:37am. The patient did not recently have an MRI. The hcp asked if the pump could be restarted. The hcp said he would check the pump again. The plan was to replace the pump in two weeks (from (B)(6) 2016), and the patient would be managed with oral meds until that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp). The patient presented to the emergency department (ed) with increased pain, agitation, and sweating. The pump had been alarming since 8pm on (B)(6) 2016. The patient had a pain history of complex regional pain syndrome of the left lower extremity managed with ¿itp.¿ they also had a prior history of opioid-induced hyperalgesia. They denied fever/chills, nausea/vomiting, chest pain/shortness of breath, and visual disturbances. The pump was in place to manage the patient¿s chronic pain. The patient¿s other prescriptions included morphine sulfate powder 0gm. The patient¿s current outpatient prescriptions were abilify 15mg tablet, albuterol (2.5mg/3ml) 0.083% nebulizer solution, amlodipine 10mg tablet (take 10mg by mouth daily), amlodipine 5mg tablet, atorvastatin 20 mg tablet (take 20mg by mouth daily), clonidine 0.1mg tablet (take one tablet by mouth three times daily), cyclobenzaprine 10mg tablet (take 1 tablet by mouth two times daily as needed for muscle spasms), docusate sodium 100mg capsule (take 100mg by mouth two times daily as needed for constipation), levetiracetam 500mg 24 hour tablet (take 1 tablet by mouth twice daily), meclizine 50mg tablet (take 25mg by mouth 3 times daily as needed), metformin 500mg tablet (take 500mg by mouth daily with breakfast), mirtazapine 15mg tablet (take 15mg by mouth nightly), omeprazole 20mg capsule (take 20mg by mouth daily), senna 8.6mg tablet (take 1 tablet by mouth daily), sodium chloride 0.9% solution with morphine 1mg/ml solution (0.21 mg/ml, 1.3 ml by intrathecal route continuous), sodium chloride 0.9% solution with morphine 1mg/ml solution 100mcg/ml, bupivacaine hcl 0.75% solution 0.625% by epidural route continuous (indications for use were generalized lower extremity pain), venlafaxine 150mg 24 hour capsule, zonisamide 100mg capsule (4 capsules by mouth every day). The patient¿s current medications were ¿as needed.¿ the patient¿s allergies included lorabid, nsaids, penicillins (reactions included shortness of breath). The patient¿s current hospital problem list included no active hospital problems. The patient had a medical history of hypertension, unspecified epilepsy without mention of intractable epilepsy, diabetes mellitus, autoimmune disease (not elsewhere classified). The patient¿s past surgical history included sinus surgery, hysterectomy, baclofen/morphine pump insertion, tonsillectomy and adenoidectomy. The patient was a former smoker (1 pack of cigarettes/day for 40 years). The patient¿s quit date was (B)(6) 2014. The patient had no history of smokeless tobacco, alcohol use, drug use, or current sexual activity. The patient¿s vital signs within the last 24 hours (as of (B)(6) 2016 at 1104) included a blood pressure of 159/80, pulse of 120, oral temperature screen of 36.5 degrees celsius, resp of 22, weight of (B)(6), spo2 of 98%. The patient¿s blood pressure as of (B)(6) 2016 at 1404 was 123/63, pulse was 106, temperature was 37 degrees celsius, resp was 16, spo2 was 95%. The patient appeared well and was in ¿nad.¿ the patient displayed perrla eomi, moist oral mucosa, supple neck, ni resp effort, palpation to abdomen unremarkable. Mild diaphoresis was noted. The pump was interrogated three times, and they were unsuccessful at rebooting the pump. The patient was started on morphine ir 15mg every 6 hours as needed. The patient was started on clonidine transdermal patch and titrated up as tolerated. Flexeril was continued. Replacement was planned for (B)(6) 2016. The patient was to have a ¿CT abd w/o¿ to evaluate for catheter migration. The patient was to return to the clinic next week (from (B)(6) 2016) for a full history and physical and to evaluate transition to oral medication. The pump was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.